Event description:
It was reported that after a ptca procedure in the circumflex, the guide wire tip was noted to be separated under fluoroscopy. The guide wire tip was retrieved from a distal artery using a snare. Reportedly, the pt was doing well as of this date. This event is being reported based on investigative analysis.